Event description:
A nurse reported that a glaucoma filtration shunt was explanted due to a repealed chamber. Intraocular pressure (iop) was normal. The patient was sent to another hospital for admission. Additional information has been requested. There are two device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot. Additional information has been requested. (B)(4).